Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the protector p15j experienced leakage between the protector and vial during use. The following information was provided by the initial reporter: connected with protector without assembly fixture. Vinorelbine(chemo) leaked from the connection of the protector and the vial. Customer commented that there is some possibility hcp couldn't connect p15j to the vial straight.

Event description:
It was reported that the protector p15j experienced leakage between the protector and vial during use. The following information was provided by the initial reporter: connected with protector without assembly fixture. Vinorelbine(chemo) leaked from the connection of the protector and the vial. Customer commented that there is some possibility hcp couldn't connect p15j to the vial straight.

Manufacturer narrative:
H.6. Investigation summary: one sample was received for evaluation. Upon visual examination, no anomaly or leak was found therefore the leak between the protector and vial could not be verified. It was noted the needle of the protector penetrated the vial off center. A device history record could not be evaluated as the lot number is unknown. Based upon the visual inspection of the sample received and the investigation, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. In order to obtain the best results with phaseal devices, it is recommended to carefully follow the instructions explained in the instructions for use. The protector must be attached completely vertical to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this device and defect will continue to be monitored by our quality team.